Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry stopped working and no movements were available. The fse reseated the geo pc communication cables. After reseated the geo pc communication cables, the system was returned to use in good working order. Based on service history it reoccurred again in 08/15/2023 and they resolved by reseated the tso cable, after which the reported issue was not happened again. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry stopped working and no movements were available. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and reseated the geo-pc communication cables, tested the system but could not reproduce the reported issue. The device was returned to expected functionality.